Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer called earlier concerned about her reading of 74mg/dl after eating breakfast 2 hours earlier . Customer did state that she has not been eating as much or as frequent and that physician has mentioned his concern of hypoglycemia. Customer has not had any symptoms of hypoglycemia today but does state she has felt light headed in the past . Customer is not sure of expected ranges but provided an estimate based on her manual log (90-99mg/dl). Customer was informed to contact physician but was unable to contact doctor. When accessing customer meter memory time and date was not set up. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non fasting and produced test results of 113 and 133 mg/dl. The product is not stored according to specification. Control test was performed during the call. After running control test customer denied replacement and is comfortable and satisfied with product. The meter memory was reviewed for previous test result history: the 74mg/dl (B)(6) 2015 10:36:00 am fasting:yes, the 89mg/dl (B)(6) 2015 06:03:00 am fasting:yes, the 71mg/dl (B)(6) 2015 12:27:00 pm fasting:yes, the 89mg/dl (B)(6) 2015 06:34:00 pm fasting:yes, the 140mg/dl (B)(6) 2015 08:08:00 pm fasting:yes. Customers concern: 74mg/dl (B)(6) 2015. Customer called earlier concerned about her reading of 74mg/dl after eating breakfast 2 hours earlier.